Manufacturer narrative:
Batch review performed on 29 april 2024. Lot 185579: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-sep-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 2 years and 10 months after the primary surgery, the surgeon revised the insert (from 13mm to 14mm). The surgery was completed successfully.